Event description:
Spoke with patient to complete 50ml syringe change counseling. Patient states she has pain during infusions and suspects due to long needles and usually infuses in legs/thighs. Rph confirmed can use shorter needles to prevent pain and counseled on other sq sites she can use. No further information. Reported to (B)(6) by: patient/caregiver.